Event description:
It was reported that during an esophagectomy procedure, the max button activated without being touched. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator giving an error code #7 and it was found that the hand control switch assembly buttons could not be tested, because of this condition. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.